Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector. The insulin pump was received with a loose drive support disk, a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, scratched reservoir tube window and display window, and a stained end cap sticker.

Event description:
It was reported that the customer had a missing pixels on screen and support cap is sticking out. The customer's blood glucose level was unknown mg/dl. The customer was advised that we are shipping replacement insulin pump via apple express.